Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. Evaluation-the returned device was fully crocheted on to the device. The suture thread was not exiting at the hub as it had broken. The suture thread had broken at 269mm from where it was crocheted to the stent. The DHR review indicated that no issues were noted that would have contributed to the complaint reported. No other complaints have been reported to date for this batch of devices. Conclusion-the device analysis confirmed that the suture thread had broken on the returned device. The exact cause of the thread breakage is unknown as during analysis it was possible to retract the remaining attached suture thread and deploy the stent without any restriction being noted. During manufacturing a 100% inspection is carried out on all units to detect any loose loops or visible loose thread, another inspection is also done to detect the braided thread for knots, frays and blemishes along its length. Crochet thread is tensile tested at incoming inspection; the specification is 90n/20.23lbs for minimum loaded break. As the exact root cause of this complaint is unknown, no further corrective action will be initiated. We will continue to monitor this type of complaint in order to ensure there is no compromise to product quality. Bsc reference # : tw 31450 / a00007568. Date filed: 12 june 2006

Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant had reported that a patient (age and gender unknown) underwent a therapeutic bronchoscopy for placement of a stent. The user facility was unable to provide the date of this event. The ultraflex tracheobronchial stent would not deploy. The procedure was successfully completed with another of the same device. The patient did not sustain any reported complications or ill effect as a result of the deployment issue. The patient condition is reported as fine.